Event description:
It was reported that during a laparoscopic fundoplication procedure the harmonic would not rotate when it was set up on the hand piece. It was reassembled but the same issue continued. It was then replaced with new same like product. The grey hand piece remained the same. Then, as the surgeon placed the atw45 was on the liver tissue, he found it was difficult to close, but he closed it however it would not fire, it was locked. Device was taken off the tissue and replaced with new same like. Delay of 5 minutes. No adverse event to patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth the analysis results found that the atw45 device was returned in good visual condition and with no reload present on the device. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.